Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole at the markerband. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a 4.5fr non-bsc introducer sheath was engaged and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a 4.5fr non-bsc introducer sheath was engaged and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.